Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with tachycardia and had ventricular tachycardia since february. There was no change in her ventricular assist device parameters. She was chemically cardioverted. Log file analysis did not show any unusual events.

Manufacturer narrative:
Section a4: additional information. Section g3: correction. Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. The account reported that the patient presented with tachycardia on (B)(6) 2020 and had been in vt since february. No changes in the patient¿s vad parameters were changed. The patient was chemically cardioverted the afternoon prior. The system controller event log file captured several pi events throughout; however, no atypical alarms were captured throughout the log file. The pump appeared to function as intended. It was later reported that the patient¿s arrhythmia was caused by heart failure. The patient remains ongoing on vad support. Cardiac arrhythmia is listed in the hm3 lvas IFU as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.